Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Only one of the readings reported by the customer was found in meter memory. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1268437) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor within 10 minutes. Results of 501 mg/dl, 130 mg/dl, 168 mg/dl and 286 mg/dl were plotted on the parkes error grid. The results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.